Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was increased pain following a fall. When asked when, she replied ¿a couple months ago¿ and states her pain relief has not been the same since. Rep ran a connectivity check, impedance check, and patient was also sent do xrays to check lead placement. Connectivity and impedances show a few contacts out of range. Also xrays showed the leads had migrated down. I reprogrammed patient based on new xray image and was able to avoid the bad electrodes. She had foot surgery prior to the fall and was unsteady on her feet, leading to the fall. She said she was unable to get in any sooner because she has been recovering from her surgery.

Event description:
Patient called rep and reported that she is getting the ¿cannot provide desired intensity settings¿ error on all 3 of her programs and could not make any adjustments. She reported a decrease in effectiveness and pain return since she was getting the message. She estimates she started getting the messages roughly one month ago. As past reported, patient has had several falls and we already knew about impedance issues and lead migration. Rep was able to meet with patient a year ago and program around the bad contacts. She also just recently within the last month or two (patient couldn¿t recall exact date) underwent a full limb amputation due to infection. Rep ran a new connectivity and impedance check. Both show multiple contacts out of range and unusable. Before rep was able to program around them but those programs now were hitting oor because the contacts were bad and 40,000. Rep programmed again around the bad contacts but was extremely limited because there were only 5 contacts that were usable. Patient and rep had previously discussed a potential lead revision, but patient reports she¿s not clearly medically for a surgery at this point since she¿s still recovering from a limb amputation due to infection. Patient reports her managing physician will not due a lead revision until she is healed and infection free. Patient is going to continue using programming if possible until she is able to be cleared and can either explore a lead revision or possible other intervention. No time frame when that may be.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.